Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states that the pt indicated starting three weeks ago she began to feel warmth at the pocket site. This warmth was not related to charging, the pt indicated the warmth occurred and stayed consistent for 1.5 weeks. The pt indicated that nothing seemed to prompt the issue. The caller notes turning the ins resolves the issue. Caller states the ins was off and issue did not occur, rep opted to try reprogramming today and tried contact 9/15 800ohms and the pt noted when the ins was turned back on the warmth began to come back. Tss to look further into potential options to assess this. Additional information was received from the manufacturer representative (rep). It was reported that the cause was not known. The rep reprogrammed the device. It is not determined if the issue has been resolved as the patient is still noting that the pocket is warm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient said that the issue is still happening. Technical services (ts) discussed possible connection issue at ins causing nerve stimulation in the pocket area. Rep will meet with the pt and try programing one side on the 565 lead at a time, to see if it is related to one of the ins ports.